Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the fiber is broken and separated in two segments 6 inches from the control knob, between the connector and the knob; the white tubing, polymer and fiber exhibit signs of melting at the break; the glass cap does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that in the middle of a procedure the fiber "shorted out" breaking into two pieces outside of the patients body. Additional information was not reported. The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported.